Event description:
Infant had new IV started in l saphenous. Returned to isolette, IV site within defined limits (wdl). At next check t-connector had come out of hub, IV fluids and blood saturated limb board and some on blanket. Visible clot in hub of IV. IV discontinued and restarted; other rns on unit stated they had similar experience with these t connectors twice during the week.